Event description:
It was reported that a patient underwent a cardiac ablation (pulsed field ablation) with a varipulse¿ bi-directional catheter and the patient experienced cardiac tamponade that required drainage. After the procedure was completed, pericardial effusion was detected. Drainage was performed and the event was resolved. The patient did not require extended hospitalization. No device malfunction was identified. The physician's comment on the relationship between the event and the product was that when the catheter was removed from vizigo short, the sheath may have moved markedly, but this is unclear. There was no evidence of steam pop. The procedural activated clotting time (act) before and during the procedure was 350 seconds. The sheath and the catheters were exchanged three times. There was one transseptal puncture site performed during the procedure. The number of ablations was 18, all within pulmonary veins. An irrigated catheter was used in the event with a flow setting of 30ml during ablation. 4ml outside of the ablation phase. Cardiac surgery was not performed.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31760277l and no internal actions related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).